Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest and that the implantable pulse generator (ipg) was malfunctioning. The ipg system was explanted and a replaced with a temporary pacemaker. No further patient complications have been reported as a result of this event.